Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited inadequate capture threshold and failure to capture. The lead was capped on (B)(6) 2024 and replaced. Patient condition was stable.